Event description:
It was reported that the screen not displayed in arctic sun device.per sample evaluation results received on 19mar2024, it was reported that alarm 77 (non-recoverable system error) occurred during testing after replacing the control panel assembly and chiller temperature (t4) sensor problem was confirmed.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a t4 sensor. It was confirmed during test the device received an alarm 77. Replaced tank harness. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen not displayed in arctic sun device. Per sample evaluation results received on 19mar2024, it was reported that alarm 77 (non-recoverable system error) occurred during testing after replacing the control panel assembly and chiller temperature (t4) sensor problem was confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.